Event description:
Dr reported an adverse immune reaction, presumably resulting from host/graft response. Dr was informed of the need for complete rehydration of freeze-dried dura mater grafts prior to implantation, since incomplete rehydration is known to produce such a response. The graft was removed and replaced with an autologous tissue graft.